Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm was confirmed. The centrimag motor (serial #: (B)(4) ) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 6 days ((B)(6) 2020, (B)(6) 2020 per time stamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. The reported event was not captured within the log file. There were no notable alarms active in the log file. The centrimag motor was functionally tested with the returned and associated console as well as a test console and flow probe. Both tests yielded the same results: a motor disconnected: m2 alarm would activate when the motor cable was manipulated near the cable end bend relief. The motor was subsequently scrapped. Multiple good faith efforts were sent to retrieve additional information regarding if a patient was involved with the reported event and when this event occurred (device setup, routine testing, etc.); however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(4) ) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the console had an error message of "motor signal interruption."